Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the couch position is different on cbct (cone beam CT).

Manufacturer narrative:
G1-2: establishment name updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. It was ascertained that mosaiq received CT images then rt images and beam records for treatment fields before receiving the structure set and sro files for CT and rt images. The file sequence was incorrect for the normal processing of CT images and therefore caused the issue in recording of couch values for the CT field. The treatment fields have the correct couch values. As the CT fields are not used for treatment, the incorrect couch values could cause confusion, but would not result in patient harm.